Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 415 mg/dl. Mode of treatment for high blood glucose is unknown. Customer also reported that the insulin pump has been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.